Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the use of the storz ch15 bipolar resection loop on the valleylab generator with the box to reduce the intensity, surgeon encountered a malfunction. The loop melted and deformed the tip of the internal sheath of the resectoscope. It appears that all parts of the loop were retrieved by the surgeon. Removing this loop from the active handle was not easy. The surgeon, as well as his intern, encountered great difficulty. Prolonged surgery time - need to open a second ch15 resectoscope. We only have two ch15 resectoscopes, so the operating schedule is affected because this set is unusable in its current state". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).